Event description:
It was reported that a patient underwent a procedure using an interspinous spacer and sometime post-operatively, the patient began experiencing "onstant pain" allegedly worse than prior to surgery. The patient also reports having "full mobility prior to surgery" but presently has "little to no mobility". It was reported that "the surgeon does not report any misplacement of the device, and an MRI also shows nothing." No further information was reported.

Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Date of event is unknown. Month and year are only knowns of implant date. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.